Event description:
It is reported that a patient with about a three year old ankle prosthesis has developed bone cyst in the surgical zone now encroaching on the area of the implant plate component of unknown etiology. An pre-existing additional bone cyst was identified preoperatively in 2008. A casual relationship between the implant and the new cyst formation has not been identified. A revision surgery was performed to expose and biopsy the new cyst to rule out sepsis and/or periosteum inflammation. The (B)(4) tibial insert component originally implanted was exchanged with a new unit of the same catalog number during the revision surgery. Additional revision surgery at this site may be required depending on the outcome of the biopsy - not reported to date. (B)(4).